Event description:
A problem occured while attempting to manage the pt's hemodynamics during an off pump coronary artery bypass grafting (CABG) and the positioning of the heart for the first of 4 distal anastomosis. The alaris pump was infusing the epi that the pt was reliant on for cardiac output; repeatedly failed (air in line) despite the practitioners confirming no air in the line and completing all the troubleshooting steps. We switched to different infusion module and it worked fine. Unfortunately, it was too late and we had to abandon the off pump attempt and go on bypass. We had to provide bolus epi by hand and the pt had period of very low cardiac output because of this. The procedure was then completed and patient was fine, no harm.